Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available, the complaint could not be confirmed. The exact root cause was unable to be determined. As it was reported that "backflow of blood was not observed" it is likely that an obstruction to the blood inlet holes of the assembly prevented flashback. It is possible the components were not fully mated leading to blood inlet hole misalignment of the sheath and locator or biological tissue clogging the assembly, however since the sample was not available this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided . A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that no backflow of blood was observed. After the endo vascular treatment (evt) for the superficial femoral artery (sfa) was performed via a contralateral femoral artery approach, the angio-seal device was unpacked, and the locator and insertion sheath were assembled. The locator/insertion sheath assembly was inserted into the artery over the supplied guidewire. However, no backflow of blood was observed from the drip hole, despite moving the assembly forward and backward. The device was then removed from the artery without being used, and manual compression was applied for 30 minutes to achieve hemostasis. Hemostasis was successfully achieved by manual compression alone. Estimated blood loss was <250cc. The procedure prior to deploying the device was ppi, and a pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery, and the vessel diameter was 4 mm.